Manufacturer narrative:
Updated fields: b1, b4, d8, d9 (device available for eval, return to manufacture date), e1 (initail reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11 corrected fields: d1 (brand name) the getinge field service engineer (fse) that encountered the issue, discovered to be caused by a leak in the helium tubing. After replacing the helium tubing assembly, functional testing was performed according to factory specifications. The equipment met factory specifications and was put into use. The failure analysis and testing dept. Received part with a reported unit failure of a gas leak at the connection port. The fat performed a visual inspection and found the part to have a damaged connection port. Possible cause could be a service issue due to this part only being accessible during maintenance. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6). E1 for event site address, the full event site address: (B)(6).

Event description:
It was reported that during equipment testing the cardiosave intra-aortic balloon pump (iabp) unit had a rapid drop in external helium pressure was found. There was no patient involvement reported.